Manufacturer narrative:
Approximate age of device ¿ 5 years 5 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the patient kept getting an intermittent beep and would say to change batteries. At that time batteries still have 30% power left and shouldn¿t beep. It was suggested that the patient clean their clips and connections continue to observe the while on battery. After the patient cleaned the clips and connections the alarms continued. Patient's driveline had lots of rescue tape but his power source cables didn't appear to have broken down. No additional information was reported.

Manufacturer narrative:
(Device): correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: although slight elevations in power and corresponding flow were observed in the log file, a specific cause for these elevations could not be confirmed. The center reported that the patient was getting an intermittent beep and their controller would say to change batteries. These alarms were addressed under (B)(4). It was also reported that the patient stated that their power and flows were normally in the 6 to 7 range. It was also noted that the patient¿s driveline had a lot of rescue tape. The submitted system controller log file captured multiple transient slight elevations in power (up to 8.5 w) and corresponding flow (up to 9.4 lpm). There were also 142 low battery advisory alarms captured throughout the log file. The pump operated above the low speed limit for the duration of the log file. The pump appeared to be operating as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii patient handbook addresses damage due to wear and fatigue of the driveline in the driveline care section. The heartmate ii patient handbook also contains section on caring for the driveline. Pump parameters, including power and flow, are detailed in the introduction of the hmii IFU. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.